Event description:
The customer reported a leak from the baths of the coulter act diff analyzer during startup. The volume of the leak was approximately thirty milliliters and was not contained within the instrument. The customer also stated that the vacuum isolator chamber (vic) was full. The healthcare worker interfacing with the instrument was wearing personal protective equipment which included gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was not dispatched to the site for this event as the instrument was assessed and the problem was resolved via beckman coulter inc. Led customer troubleshooting. Beckman coulter inc. Customer technical services instructed the customer to change the tubing of two specific pumps. The customer changed the tubing and emptied out the vacuum chamber. The customer ran controls to verify that the leak was repaired. Upon completion of the necessary repairs the instrument was returned back into operation. The failure mode, which is attributed to a full vacuum chamber coupled with affected pump tubing, has the potential upon recurrence, to cause unflagged discrepant results. (B)(4).